Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026 and is still currently admitted in the intensive care unit (ICU) at the time of the report. The patient's blood glucose levels reached 800 mg/dl while wearing the pod longer than 48 hours. The patient reported that the pod may have not been delivering insulin properly. Symptoms reported include feeling lethargic, vomiting, and passing out. The patient was treated with intubation and oxygen therapy and underwent MRI and x-ray examinations. No discharge date was provided. The pod was removed at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.